Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. No moisture damage inside pump noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons became unresponsive on the insulin pump. The customer's blood glucose was 196 mg/dl. The customer reported the insulin pump was exposed to moisture from the sprinklers. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.